Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
No unexpected restart error alarm or history error alarm was noted during testing. The insulin pump passed the unexpected restart error test and self test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had repeated error alarms and the activate buttons were not responding. The blood glucose was unknown at time of call. No further information was provided.